Manufacturer narrative:
Pending evaluation. Concomitant device(s): (B)(4), 170-36-03 - biolox delta femoral head 36mm od, +3.5mm, (B)(4), 180-65-30 - alteon 6.5mm screw, 30mm, (B)(4), 186-01-60 - integrip cc, cluster 60mm, g4, (B)(4), 188-01-11 - wedge plasma x/o sz 11.

Event description:
As reported, approximately 7 years post op initial right tha, this 73 y/o male patient was revised. The patient presented with pain, stiffness, and dissatisfaction with their right total hip. The novation gxl liner is recalled and shows wear and the patient was scheduled for a revision possible poly acetabular liner swap and femoral head swap. The patient had revision tha surgery on (B)(6) 23. The patient underwent an acetabular poly liner swap and a femoral head swap. The patient left the or stable. Device is retuning. X-rays are attached.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). The prosthesis wear was able to be confirmed from the provided explanted devices. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.